Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion in the tubing which results into alarm and high blood glucose level. Duration of infusion set used was not more than 48 hours.the customer addressed the high blood glucose by correction bolus via pump. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.